Event description:
It was reported that pta balloon would not deflate after the second inflation (atm unk) in the iliac vein. A needle was inserted through the skin to deflate the balloon and the catheter was retracted without incident. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and qual control testing. This let met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is inconclusive, as the sample was not returned for eval. Based on the available info, the definitive root cause is unk.